Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment was broke. The customer¿s blood glucose level was unknown. Customer stated that the reservoir top warn out and chipped and there was reservoir damage and top plastic part started chipping away at the reservoir threads. The customer was assisted with troubleshooting and the customer stated pump got an error she thinks but did not know what error it was and she is not sure if she can even rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan and stated that did not have long lasting insulin but does have short acting insulin unknown error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.